Event description:
The customer stated that the urine phosphorus control values, run on the architect c8000 analyzer, have shifted low after using a new phosphorus assay reagent lot# 48007hw00. This issue is occurring on both architect c8000 analyzers in the lab. The customer stated a new reagent (lot# not given) was used and the controls came in range. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.